Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that, for the couple months prior to this report, it felt like the implantable neurostimulator (ins) was turning on by itself when the patient was driving. The patient confirmed with the patient programmer (pp) that the ins was off before driving. Then he drives and it would turn on and he¿d check it with the pp and the ins was on. It was noted that adaptive stimulation was enabled. Impedances were checked and were all normal. It was tried at 3.0 volts but the sensation was too much for the patient and it was stopped. Follow-up determined that no further information was known. The patient was advised to keep a journal of the issue and to notify the manufacturer representative (rep) if it happened again. As of (B)(6) 2015, the rep had not heard from the patient. Additional follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, and if the issue was resolved. This event will be updated if additional information is received.